Manufacturer narrative:
Due to character limit in e1 section event site name is (B)(6), address is (B)(6). D10 section concomitant product is a third-party sheath (terumo, 8fr, 10cm), cs300. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that an iab (trp4046) was inserted in the cardiac catheterization laboratory for a patient with a chronic myocardial infarction awaiting CABG surgery. Iabp therapy was continued during subsequent treatment. Multiple alarms occurred (indicating the need for iab catheter inspection). Augmentation did not increase despite treatment. Suspecting a balloon abnormality, the iabc was removed. Upon inspection of the removed iabc, thrombus formation was observed within the balloon and shaft. Because the patient was dependent on the iabp, the catheter was replaced with an iabc of the same size (trp4046).

Manufacturer narrative:
Due to characterization limit e1: (B)(6). Corrected field: d4 (lot, UDI, exp date), e1(event site telephone), h6 medical device problem code. Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusions), h11. A patient with a chronic myocardial infarction awaiting CABG received an iab (trp4046) on (B)(6) in the catheter lab, and iabp therapy continued without issue for several days. On (B)(6) the iabp generated multiple alarms indicating the need for catheter inspection, and augmentation did not improve despite troubleshooting. Suspecting a balloon malfunction, the iabc was removed, and thrombus was found inside the balloon and shaft. Because the patient required ongoing iabp support, the catheter was replaced with another trp4046 device. The original iabc functioned for 10 days without alarms prior to (B)(6). It had been inserted via the right femoral artery using a third-party 8fr terumo sheath and the included 0.025" guidewire per IFU. The patient¿s vasculature was noted to have severe tortuosity and mild calcification. The procedure was performed by a cardiologist. The facility requested the return and analysis of the iabc, sheath, and extension tube. The iabp system used was a cs300, which continued to function normally after catheter replacement. The operator¿s email cannot be provided due to hospital policy. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.